Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow-up. A device interrogation revealed loss of capture exhibited by the right atrial lead. A subsequent chest x-ray confirmed that the lead had dislodged. The patient was scheduled for revision on (B)(6) 2023, where the lead was successfully repositioned. No further adverse patient consequences were reported.